Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Lead measurements were normal prior to implant. At implant when new generator was connected to the lead the hv impedance was > 150 ohms and out of range. Physician then capped the lead and implanted a new df-4 lead and ICD. Should additional information become available, this file will be updated.